Event description:
Medtronic received information that following the successful implant of this transcatheter bioprosthetic valve, the patient experienced bilateral strokes from embolization in both carotid arteries. It was reported there was difficulty experienced in advancing the delivery catheter system across the aortic arch due to the patient's porcelain aorta.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that six days post implant, the patient expired. It had been previously noted that the patient was made dnr status. (B)(4).

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. A variety of factors can influence the onset of stroke. Additionally, stroke is a known potential adverse effect per the instructions for use (IFU). Without return of the product, a conclusive root cause of the reported clinical observation could not be determined.

Manufacturer narrative:
There was no allegation of a malfunction of the device, which was discarded after its use. (B)(4).